Event description:
Customer reported an altitude alarm on their pump. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer's insulin was initially suspended due to the altitude alarm, but they were able to resume insulin delivery after following technical support's instructions to clean the speaker holes and reconnect the cartridge. Technical support provided additional guidance on preventing future altitude alarms, and the pump resumed normal operation without issue.